Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was at the emergency room due to a blood glucose level of 20 mg/dl. Doctor states that the customer was giving themselves too much insulin. Due to this, the doctor was calling to ask assistance to prevent the blood glucose to go down. The customer was wearing the insulin pump at the time of the emergency room visit. The insulin pump was not replaced or returned for analysis.